Event description:
Review of the programming history database revealed that the vns generator was interrogated on (B)(6) 2010 at output current= 1.75 ma/ frequency= 30 hz/ pulse width= 250 sec/on time= 30 sec/off time= 0.8 min. A system diagnostics resulted in a fault and a final interrogation was not performed and the patient left the visit. On the next visit on (B)(6) 2011 the first vns interrogation showed the settings to be at output current= 1ma/ frequency= 20 hz/ pulse width= 500 sec/on time= 30 sec/off time= 60 min which indicates faulted diagnostics. The vns generator was then programmed to the intended settings.

Manufacturer narrative:
Analysis of programming history.